Event description:
The subject device was programmed to deliver a secondary (piggyback) insulin solution at 4ml/hr. Reportedly, 30 minutes into the infusion, the bag was empty, and the clinician noted that the contents of the primary bag had increased. The patient was subsequently sent to ICU for observation.

Manufacturer narrative:
The device was tested and found to deliver within specification. The device's operation history log was also downloaded and reviewed. It shows that a 100ml secondary infusion was started at 4ml/hr at 11:45pm on 12/26. At 12:19am, the device was put on hold and a primary delivery was started at 999ml/hr with a volume to be delivered of 175.8ml. The device was put on hold at 12:20am and then the run key was pressed so that the infusion resumed at 999ml/hr. The primary infusion ended at 12:30am, and the device then transitioned back to the 4ml/hr secondary delivery. The log contents indicate that the device operated within specification and are suggestive of operator error.